Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out-of-range (oor) shocking lead impedance measurements less than 20 ohms. At this time there is no evidence that intervention has been performed to resolve this issue. Additional information was received indicating that the patient was scheduled for an appointment for further evaluation. The cause of low shocking impedance was not conclusively determined. This system remains in service. No adverse patient effects were reported.